Manufacturer narrative:
The device was received by depuy synthes power tools. The device is currently undergoing evaluation. Once the evaluation has been completed or if add'l info is received, a supplemental MDR will be sent. Ref: (B)(4).

Event description:
Report received from the USA stating that the device "will not run." The device was being used during surgery. No injury, med intervention or delay occurred. There was no add'l info provided.